Event description:
During testing at the user facility the device did not deliver a dose when the pt pendant was pressed. Priot to testing, the device was returned to the biomedical dept with a note that stated, "damaged". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.